Event description:
False positive immulite 2500 stat troponin assay results were obtained on a pt sample when run in duplicate and compared to another test method as well as the pt's clinical picture. The customer performed repeat testing on another immulite 2500 system and the result was positive. A negative troponin result was reported based upon the pt's clinical picture and other test method result. Pt treatment was not altered and there was no known report of adverse health consequences due to the false positive stat troponin assay results.

Event description:
False positive immulite 2500 stat troponin assay results were obtained on a pt sample when run in duplicate and compared to another test method as well as the pt's clinical picture. The customer performed repeat testing on another immulite 2500 system and the result was positive. A negative troponin result was reported based upon the pt's clinical picture and other test method result. Pt treatment was not altered and there was no known report of adverse health consequences due to the false positive stat troponin assay results.

Manufacturer narrative:
There are no known causes for the false positive stat troponin result when compared to the pt's clinical picture and other troponin test method. It is suspect that an interfering substance may be a contributing factor. The instrument is performing within specs.

Manufacturer narrative:
There are no known causes for the false positive stat troponin result when compared to the pt's clinical picture and other troponin test method. It is suspect that an interfering substance may be a contributing factor. The instrument is performing within specs.